Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced failure of the mesh to incorporate, hernia recurrence, abdominal pain, and adhesions. A sterigage lr device was also used during the implant procedure. Patient also require surgical removal of the mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced failure of the mesh to incorporate, recurrence, abdominal pain, and adhesions. A sterigage lr device was also used during the implant procedure. Post-operative patient treatment included excision of mesh, lysis of adhesions and placement of bard ventralight st mesh.

Manufacturer narrative:
Additional information: a4, b7, d8, g1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced defective device, mental pain, pain, mental anguish, emotional distress, disability, impairment, loss of enjoyment of life, failure of the mesh to incorporate, recurrence, abdominal pain, and adhesions. Post-operative patient treatment included excision of mesh, lysis of adhesions, repair of hernia, and placement of bard ventralight st mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia. It was reported that after implant, the patient experienced failure of the mesh to incorporate, recurrence, abdominal pain, and adhesions. A sterigage lr device was also used during the implant procedure. Post-operative patient treatment included excision of mesh, lysis of adhesions and placement of bard ventralight st mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.